Event description:
It was reported by service report that the head right siderail was damaged and it could not be locked in the upright position. No pt involvement or adverse consequences were reported.